Manufacturer narrative:
The reported event that there are tiny holes on the led light covers was confirmed through the device inspection. During the visual inspection it was observed that tiny pieces of the led glass were broken off. Any physical impact to the pointer can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the lens of the device was found to be missing. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility, the lens of the device was found to be missing. No patient involvement or procedural delays were reported with this event.